Event description:
Sorin group (B)(4) received a report that the bottom right area of the s5 roller pump touch screen became unresponsive during a procedure. Power cycling the device did not resolve the issue and so the decision was made to change out the pump. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bottom right area of the s5 roller pump touch screen became unresponsive during a procedure. Power cycling the device did not resolve the issue and so the decision was made to change out the pump. There was no report of pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.